Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in colombia as follows: it was reported that on (B)(6) 2022, the 1.3 / 1.5 t4 self-holding screwdriver part broke off when tightening the screw during surgery. There was no surgical delay, and the procedure was completed successfully. No further information is available. This report involves one stardrive screwdriver shft/t4 50mm/self-retaining/hxc. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Manufacturing location: supplier- universal punch / monument manufacturing date: 27-nov-2019 part number: 03.130.010, stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc lot number: 10l5036 (non-sterile). Production order traveler met all inspection acceptance criteria. Four pieces were scrapped in cell at op #60, vendor tin coat, for destructive testing. Inspection sheet, incoming inspection I, incoming inspection ii, incoming final inspection, ns068071 rev g met all inspection acceptance criteria. Packaging label log (pll) lmd rev ab was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Certificate of compliance received for op # 10 (vendor machine) dated 17-oct-2019 was reviewed and determined to be conforming. Hardness specified at hrc 57-60 and was certified at hrc 58.71. Inspection certificate supplied (for raw material) dated 10-nov-2017 was reviewed and determined to be conforming. Certificate of analysis supplied for op # 60 (tin coat) dated 31-oct-2019 was reviewed and determined to be conforming. Certificate of compliance supplied by general machine for op (colorize) dated 14-nov-2019 was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture or inspection that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: device returned. H3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that scrdriver shaft 1.3/1.5 t4 self-holding was broken from the tip. The broken fragment was not returned for examination. No other issues were found. A dimensional inspection for the scrdriver shaft 1.3/1.5 t4 self-holding was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the scrdriver shaft 1.3/1.5 t4 self-holding would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed. Dimensional inspection: n/a device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G1: manufacture site updated. H6: analysis of production records added for type of investigation.